Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. An alarm is a safety feature and not a malfunction. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported she went to the hospital due to the pod not working and was admitted to the intensive care unit for diabetic ketoacidosis. She stayed in the ICU for 3 days before being release on (B)(6) 2014. She also reported a pod hazard alarm during bolus. She was not willing to provide any detail leading up to the hospitalization or if the pod alarm occur prior to or after the event.